Event description:
A surgeon reported having difficulty getting the shunt to release during a glaucoma filtration surgery. He was able to implant the shunt and complete the surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first case.

Manufacturer narrative:
The product was not returned for analysis: therefore, the condition of the product could not be verified and visual inspection could not be performed. There was no similar complaint reported in the lot from the same facility. The root cause coude could not be determined. Additional information has been requested. (B)(4).